Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 250-500 mg/dl). Subsequently, customer was admitted to the hospital on approximately (B)(6) 2018. Customer and healthcare provider alleged pump was the cause of the event. Customer reverted to using manual injections for insulin therapy. Customer declined to provide further information and declined tandem technical support's offer to perform a pump system check.